Manufacturer narrative:
The final device was evaluated in the field but the issue was not confirmed; no defect or malfunction was found.

Event description:
This report summarizes 2 malfunction event, where it was reported there was a cot drop. There were 2 events had patient involvement; and 1 event where a patient experienced pain.

Manufacturer narrative:
One of the devices was evaluated in the field and the issue was confirmed. The device was repaired on site and returned to service. The remaining device is still pending evaluation.

Event description:
This report summarizes 2 malfunction event, where it was reported there was a cot drop. There were 2 events had patient involvement; and 1 event where a patient experienced pain.

Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 2 devices are pending evaluation. There was no remedial action taken.  This device is not labeled for single use.

Event description:
This report summarizes 2 malfunction event, where it was reported there was a cot drop. There were 2 events had patient involvement; and 1 event where a patient experienced pain.